Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with the insulin pump. Customer's stated that customer had blood glucose of 300 mg/dl and 512 mg/dl and delivered bolus however it did not register in carelink the insulin units delivered. Customer stated it started with blood glucose of 322 mg/dl. Reviewed with customer and it showed the insulin delivered for 322 mg/dl and 512 mg/dl. Customer unable to troubleshoot at this time due to insulin pump was not with her at the moment. The customer was advised to check bolus history after each bolus to check it was correct. Customer reported that the patient was hospitalized last 2/10/2015. Customer's blood glucose was 300 mg/dl something. Customer stated the patient was in school and was brought to the ER due to high blood glucose. Patient was not in an accident and was wearing the insulin pump at the time of ER visit. Customer will call back to do troubleshooting. No further information provided.